Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 224 mg/dl to "high" on the continuous glucose monitor. Elevated blood glucose was addressed by a bolus via the pump and a correction injection via manual injection. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.